Event description:
It was reported that a user of the ilet experienced hyperglycemia after a recent supply and site change, with a device blood glucose of 213 mg/dl and a confirmatory fingerstick of 260 mg/dl; the agent guided the user through a site-only change, and there were no symptoms reported. Symptoms included no clinical effects. Outcomes included no medical intervention, no hospitalization, and continued monitoring. Investigation included troubleshooting with the user and education regarding site management. Investigation of this case revealed no device alarms and no reportable device malfunction, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.